Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak at the probe wipe, caused by a failure of pinch valve lv10; the fse replaced pinch valve lv10, which resolved the leak. The fse also observed there was a vacuum error generated due to a lack of system vacuum. He replaced the power source, which resolved the vacuum error. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 2-3 drops from a coulter act diff 2 analyzer while running controls. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer called customer technical support and while troubleshooting, a leak of approximately 10 ml was observed. Additional attempts at troubleshooting were unsuccessful and the customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.